Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluated by mfg changed from "no" to "yes". Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, with no visible defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to distorted near the top of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a preliminary inspection of the endoscopic vein harvesting procedure, 7mm extended length endoscope image was cloudy and could not be seen. It was determined that evh could not be implemented with this scope.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.